Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a bilateral saphenous varicose vein procedure on (B)(6) 2019 and the suture was used. During the procedure, the needle detaches from the thread during the act of pulling it, something that normally did not occur. Another like suture was used without issue. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/14/2019. A manufacturing record evaluation was performed for the finished device ak8211 number, and no non-conformances were identified. Additional information was requested and the following was obtained: 1. What does the statement ¿they burst¿ mean? Please clarify. 2. Did the needle pull off the suture? Or thread/suture broke in pieces? Please clarify. Answers: the thread broke off from the needle from tension while pulling it.